Event description:
It was reported that the side-firing fiber was noticed to have commenced firing in an unintended direction during a prostate procedure. The procedure was completed with another fiber. No patient or end injury was reported.

Manufacturer narrative:
(B)(4) refers to unintended directional firing of the side-firing surgical fiber; a code request has been submitted.